Event description:
It was reported that the measuring device was found broken after opening the set. The nub on the ruler had broken off. The surgeon was able to use a second measuring device to perform the procedure. There was no patient harm reported. This is report 1 of 1 of complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The lot number provided could not be verified; therefore, further investigation cannot be performed. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Over ten years ago a review of the device history records was requested: there are currently no records on file for part number 360.255, lot number 2442530, and the lot number associated with this complaint does not have a synthes cross-reference number. Therefore, a device history record review is not possible. A product development evaluation was completed: the reaming rod measuring device is a component of the titanium trochanteric fixation nail system and used over the reaming rod as an alternative method for measuring the depth for and selecting the correct titanium nail for intramedullary fixation of proximal femur fractures. Gaging by sequential historic lot numbers the returned device was manufactured over ten years ago and has likely sustained many forced openings of the three arms and ultimately resulted in the breakout of the welded threaded stud. This likely occurred when forced closed/open repeatedly without unlocking the captive locking knob. The method of use as when the device is repeatedly forced closed was responsible for this confirmed complaint condition. The device is determined to be suitable for its intended use and the complaint condition is not a result of a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.